Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code problem code: e1601 arthralgia/code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. At approximately 12:00 pm on (B)(6) 2026, the patient received a ¿sensor failed¿ alert on his omnipod 5 insulin pump. Approximately 15 minutes later, while preparing to replace the sensor, the patient experienced a seizure while walking down a flight of stairs and fell approximately 10 feet, resulting in injuries to his fingers and toes. A colleague at his workplace assisted him and administered a glucose injection without first checking his blood glucose level. Once the patient regained awareness and began feeling better, he consumed approximately 20 grams of carbohydrates, followed by a peanut butter and jelly sandwich and crackers. He applied bandages to his injured fingers and toes and then returned to work. The patient reported that the dexcom sensor failure impacted the automated insulin delivery (aid) system. He stated that the incident had already been reported to omnipod. No manual blood glucose check was performed during the event, and the patient did not seek medical evaluation following the incident. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.